Event description:
In 2003, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2005, the pt underwent and abdominal aortogram and angioplasty of the aorta and aortic graft to address a type iii endoleak. The endoleak did not resolve. Two months later, an aneurx graft was implanted to repair the right limb endoleak. The endoleak was significantly diminished but still present. In 2006, the pt underwent a femoral to femoral bypass. In 2009, this pt presented to the hosp with respiratory distress and chest pain. A CT scan revealed a 14 cm thoracic aortic aneurysm. The pt expired the same day.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Note additional device involved.